Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon pointed out ¿no good image, only the noise of the horizontal line appears¿ was determined to have occurred due to the image not functioning normally as a result of cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image on his olympus hd 3cmos camera head flickers when a connection is made between the camera head and the wire. According to the initial reporter, the subject device was still used in a number of procedures until a loaner device was made available. Reportedly, the flickering image is short-term, the user only sees the glimpse, then it returns to normal function allowing for procedure completion. This is report 1 of 2, being submitted to capture the initially reported event. As the number of procedures the subject device was involved in with the failure occurring is unknown, a generic report will be submitted to capture those events. Those events are captured in report with patient identifier (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.